Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (530 mg/dl). Contact alleged elevated bg level was due to a "bad site". Elevated bg level was addressed with insulin shots. Contact declined to provide additional information regarding the reported issue.